Manufacturer narrative:
Additional information was received on 13-aug-2025. The patient was in normal sinus rhythm with ventricular pacing during the case, so the patient was not dependent on the atrial lead. The physician was trying to put octaray into the right ventricle to test for retrograde pacing. He did not want to do the lead revision the same day because he had pushed heparin. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6.health effect - clinical code e2402 (appropriate term / code not available) was used to represent ¿iatrogenic injury¿ manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced pacemaker lead dislodgment that required lead revision. It was reported that when the physician was maneuvering the octaray in the right atrium, the right atrial pacing lead became dislodged. There was an increased atrial ectopy seen on the recording system signals during post-ablation electrophysiology (ep) study. At this point, the physician used fluoro imaging to place the octaray catheter in the right ventricle (rv) for additional ep study pacing- the lead dislodgement was then seen. The pacing leads were about six months old. There were no patient symptoms. Patient was stable. A lead revision will be performed "at a later date", as the patient was stable in sinus rhythm with ventricular pacing. The physician thought that maneuvering the octaray in the right atrium caused the lead dislodgement.